Manufacturer narrative:
H10: the removed power cable was returned to the product investigation lab (pi). Through the use of the esa620 electrical safety analyzer the ac power cord failed esa resistance test verifying a faulty ground wire portion of the power cord. The resistance measurement of the ground conductor of the power cord is high and out of spec. Tech verified that the power cord passes all current leakage testing. Complaint of the faulty power cord verified.

Event description:
Philips received a complaint by bench repair on the v60 indicating that the power cable was not passing the electrical tests of safety. It was reported there was no patient involvement at the time the issue was discovered. Bench repair was servicing the device and observed that the cable offers too much resistance and does not pass electrical tests. It is necessary to change out the power cord. Bench repair replaced the power cord to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.